Manufacturer narrative:
It is indicated that the device will not be retuned to the manufacturer for evaluation. If any further relevant information is obtained a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an procedure involving a perivac pericardiocentesis kit, the patient experienced complications (unspecified). The physician was unsure if the complications were related to the device or the procedure. The device was discarded and the physician declined further follow-up.